Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user / patient contacted lifescan (lfs) on january 19, 2007, alleging that her one touch ultra 2 meter was reverting into the set up mode. A medical affairs specialist (mas) contacted the patient on january 24, 2007 and the patient refused to speak to mas and disconnected the call. A couple of weeks ago, on an unspecified date and time, the patient replaced the battery since the meter was not displaying the apply sample icon when she pressed the ok button. The meter started to revert into the set up mode. At the time of testing, the patient experienced a headache, was disoriented and shaky. Since she was unable to obtain a blood glucose reading, she contacted emergency services and was tested either on the paramedic's meter or the hospital's meter and obtained a 528 mg/dl and was treated with insulin. It would have been helpful to know how long prior to the event the meter issue began and whether the patient was treated by the paramedics or in the hospital. It would have also been helpful to know the patient's blood glucose readings prior to the event and diabetes regimen. Customer care advocate (cca) assisted the patient and issue was resolved via troubleshooting. Customer care advocate (cca) sent the patient a replacement meter. Although the issue was resolved via troubleshooting, this complaint is being reported because the patient was unable to test, and during this time the patient had symptoms. She sought medical attention and was treated for hyperglycemia by a medical professional.